Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the 511sd seal broke and pieces fell into the pt. All pieces were retrieved and another 511sd was used to complete the case. There was no consequence to the pt. The device was from an fdc32.